Event description:
A doctor contacted baxter (B)(4) regarding a connection issue with a titanium adaptor. The doctor stated that the patient connector was not connected well with the titanium adapter when they changed the transfer set. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4).this complaint for a connection issue was not confirmed and the root cause could not be determined. The sample was not returned to baxter, therefore no evaluation or batch review could be performed.